Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis due to a reported repeated c00 error at power-up. Using logs, the issue was confirmed as a recurring c33 error. During bench testing, the iesu again displayed c33 at startup, although the internal log recorded c00. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an sp system, user informed the technical support engineer (tse) that they encountered a repeated c00 error on the erbe generator during power-up. The tse reviewed the symptom and explained that repeated c00 errors indicated the erbe generator would need to be replaced. The user aborted the procedure with no patient involvement.